Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler heater unit was leaking and alarm indicator was observed. The device was not changed out, as the unit still functioned and they were able to complete the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The user facility's biomedical engineer (biomed) will be making the needed repairs.